Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) six weeks after implantation. An xray was performed, and a dislodgement was confirmed. The patient underwent surgical intervention to reposition this lead. After an additional of 6 weeks the lead was found to have dislodged again. The physician suspected the suture did not adhere properly to the lead body. This lead was subsequently removed and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) six weeks after implantation. An xray was performed, and a dislodgement was confirmed. The patient underwent surgical intervention to reposition this lead. After an additional of 6 weeks the lead was found to have dislodged again. The physician suspected the suture did not adhere properly to the lead body. This lead was subsequently removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.